Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the enroute 0.014" wire in the right cca. An additional unplanned stent was placed to cover the dissection/perforation.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the enroute 0.014" wire in the right cca. An additional unplanned stent was placed to cover the dissection/perforation.